Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and loose drive support cap. Customer's blood glucose value was 600 mg/dl at the time of the incident and current blood glucose was 444 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump and pen. The device will be returned for analysis.